Manufacturer narrative:
Patient city - (B)(6).

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported on 29-aug-2024 that patient observed occlusion in the tubing. Duration of infusion set used was 2 days.the issue got resolved by replacing the infusion set and resumed insulin deliveries successfully. No further information available.